Event description:
Foreign material getting left behind-vagina [foreign body in reproductive tract]. Itchy internally- vagina [vulvovaginal pruritus]. Nausea [nausea]. Got a box of defective tampons, and all of the packaging is stuck together [device physical property issue]. Bunch of little loose strings, and there was a chunk of cotton that came off the last one [device breakage]. Case narrative: consumer reported via phone that the tampon had a bunch of loose strings and a chunk of cotton came off. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Foreign material getting left behind-vagina [foreign body in reproductive tract]. Itchy internally- vagina [vulvovaginal pruritus], nausea [nausea]. Got a box of defective tampons, and all of the packaging is stuck together [device physical property issue]. Bunch of little loose strings, and there was a chunk of cotton that came off the last one [device breakage]. Case narrative: consumer reported via phone that the tampon had a bunch of loose strings and a chunk of cotton came off. No serious injury reported.